Event description:
It was reported that an unspecified amount of one-link needle-free IV connectors disconnected. The sets are used to infuse oncology medications. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.. No additional information is available.

Manufacturer narrative:
Date of birth: the set was used on the pediatric population. D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.